Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead. It was also reported there was undersensing on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af). The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was previous oversensing of p waves and the ra lead was reprogrammed.